Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its low frequency intensity test and its uplink tests, and it was further noted that the label was missing its laminate. The antenna coil, cable and label were replaced to resolve all. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.